Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The target lesion was located in the left anterior descending artery (lad). The physician attempted to advance the 3.50x16mm taxus express2 drug eluting stent (des) to the lesion but the device was unable to cross the lesion. The des was removed and a 3.0x15mm non bsc device was used to dilate the lesion. The taxus express2 des was advanced again and the device was able to cross the lesion; however, the physician did not like the way the stent appeared on fluoroscopy, so the device was removed. Once the device was removed, it was noted that the end of stent was "crumpled". The procedure was successfully completed with another of the same device with no patient complications reported. The patient's current condition is listed as "okay".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch wil be filed.